Event description:
It was reported that a malfunction occurred on the pump after passing through a hospital security scanner. There was no reported impact to the customer¿s blood glucose level. The customer was advised by technical support to switch to manual daily injections as backup therapy, and a replacement pump with updated software was sent. Instructions were provided for storage mode, and the customer was instructed to return the faulty pump within 10 days using a prepaid label.